Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The knee femoral component fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the knee femoral component that could have contributed to fracture initiation. Review of the device history records did not reveal any anomalies. There is no evidence that suggests the devices were defective and adversely contributed to the root cause of the patient¿s condition. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Breakage of sigma femoral component and wear of patella component. Revision. (B)(6) 2014 - update received. Patient had a dental infection (tooth fracture) on (B)(6) 2014. Hypertonia, knee was suppurated as per surgery report, cronic bronchitis initial surgery took place in another hospital. We´ll try to get info from this hospital.